Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose level of above 600 mg/dl on unknown date. Also the insulin pump was not working and needed a replacement. The insulin pump will not be returned for analysis.